Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip got stuck in the chords. Clip was able to be freed and the physician observed that posterior gripper would not lower or raise. Clip was removed from the patient and was observed that the gripper line was ripped. Clip was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.